Event description:
It was reported to philips that the system was frozen, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the diagnostic procedure was completed with delay of less than 20 minutes by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was completely frozen and unable to produce x-rays. The review of system log files revealed an intermittent issue with x-ray generation in the power inverter. Upon troubleshooting, the fse identified the cause to be overheating of power inverter. To resolve the issue, the fse replaced power inverter (point) certeray and the defective part was returned for further analysis. The supplier's part analysis conclusively determined an intermittent gate driver fault in the power inverter. Although this fault may not be detectable on every occasion, the power inverter was determined to be electrically defective. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.